Event description:
Caller reported that the touchscreen was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump, after confirming that the pump was within warranty and informing the customer of the need for replacement. The customer was provided with a replacement pump and instructed to return the problematic pump within ten days using a pre-paid label and return box.